Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 22 mmol/l (396 mg/dl) ketones, upset stomach, vomiting and weakness, while wearing the pod on the arm between 4 and 24 hours. At the hospital, the patient was administered a manual insulin injection.

Manufacturer narrative:
No timeouts or drive stalls were seen in the download data. During the fluid path test a leak was observed in the internal portion of the soft cannula, and the cannula was found to be torn at the location of the leak. Corrosion was observed inside the device, indicating that insulin leaked into the device through the damaged cannula while the device was operating. This internal leak caused the customer to not receive their intended insulin dose.